Manufacturer narrative:
The customer reported that the cns (central nurse's station) froze and all waveforms appeared to be stopped. The mouse was still moving but was not responsive when clicking within the software. The biomedical engineer performed a hard shutdown and power cycled the device. The device came back up normally except that the raid was checking for errors. The monitoring software came back fully functioning. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the cns (central nurse's station) froze and all waveforms appear to be stopped. The mouse was still moving but was not responsive when clicking inside the software. The biomedical engineer performed a hard shut down and power cycled the device. The device came back up normally except the raid was checking for errors. The monitoring software came back fully functioning. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central nurse's station) froze and all waveforms appear to be stopped. The mouse was still moving but was not responsive when clicking inside the software.